Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that paramedics were called to treat her due to low blood glucose. The reported blood glucose reading was 47 mg/dl at the time the paramedics arrived. The customer stated that her blood glucose reading was 54 mg/dl when the paramedics left. Troubleshooting could not be performed because the buttons were unresponsive on the insulin pump. The customer stated that she had received a button error alarm on the insulin pump. The customer had another insulin pump with her that she was advised to begin using. Nothing further was reported.